Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex st(device #3) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. The patient's attorney alleges subsequent surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex st (device #3). An additional emdr was submitted to represent the bard/davol ventralex (device #2). An additional emdr was submitted to represent the bard/davol flat mesh (device #1). Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015 or (B)(6) 2017: the patient underwent surgery for implant of an unspecified bard/davol flat mesh (device #1) or an unspecified bard/davol ventralex (device #2) or an unspecified bard/davol ventralex st (device #3). Ni/ni/ni:the patient had subsequent surgical intervention due to the hernia mesh device(s). The patient is making a claim for an adverse patient outcome against the bard/davol bard mesh (device #1), the ventralex (device #2)and the ventralex st (device #3). The attorney alleges patient experienced emotional distress and the device was defective.